Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 70-year-old male patient with a past medical history of diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the pigtail was noted to be positioned in the mitral apparatus on echocardiogram. Hematuria was noted. The patient was brought back to the cath lab to reposition the device. After 4 days and 21 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.8l/min as intended. Hematuria may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem) and d3 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.